Event description:
On (B)(6) 2024, a pvs27 was attempted to be implanted in the patient. After the valve was implanted, annular rapture was noted. As such, the valve was explanted, and replaced with inspiris 25mm. Based on the further information received, additional treatment is done for tissue damage. No further information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since the device was not returned to the manufacturer for further investigation, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.